Event description:
The customer reported the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.

Manufacturer narrative:
The record was re-evaluated on (B)(6) 2015. The fse evaluated the system via telephone. The customer's reported issue could not be duplicated and no malfunction related to the device was identified. There is no evidence of an MDR reportable malfunction related to this event.